Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead model #: sc-4316 lot #: 17222141 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket site did not heal and the patient developed an infection. It was noted that the patient's infection had traveled to the lead site and the patient had a hole in her pocket site and the ipg was visible through the hole and the patient also had fever. The patient was prescribed antibiotics. The infection was not device or procedure related. The patient underwent an explant procedure.